Event description:
Dealer advised cld and brake system is worn out on the chair due to normal wear and tear. Dealer could not provide any further information.

Manufacturer narrative:
File will be updated as additional information is obtained.